Manufacturer narrative:
To resolve the problem, olympus technical support provided troubleshooting steps to perform and if the troubleshooting did not resolve the issue, technical support advised that the user facility return the device to olympus for repair. As the device was not returned to olympus for evaluation and the user facility has not provided information related to resolution of the reported problem, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
Olympus was informed of a report that the device's front panel was blinking and the lamp life meter was "lit up." The problem, as reported to olympus, occurred during preparation for use. The intended procedure was completed without delay but it is unknown if the same device was used to complete the procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that the device had no abnormalities in manufacturing, special adoptions, or variations. Delivery date of the device is jun 10, 2014. Reported issue for the device is front panel light is blinking. Since the device was not sent to the repair department and the problem had already been solved, it is likely that the light on the front panel was blinking temporarily because the scope detection switch was caught.